Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 9 devices were evaluated in the field. Evaluation findings (results/components): 9 devices: material and/or chemical problem identified/coating material. Product disposition: 9 devices: product disposition is not yet determined. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 9 events for the failure: flaked. - 9 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99157 supplemental rationale corrected data: h11 9 previously reported events were included in this follow-up record. Product return status 9 devices were evaluated in the field. Evaluation findings (results/components) 9 devices: material and/or chemical problem identified / coating material product disposition 9 devices: scrapped by stryker.

Event description:
No change